Manufacturer narrative:
(B)(4) - endocarditis; mitral regurgitation; torn material. Results correction: no failure detected. The results of this investigation concluded all cusps contained tears, and there was a thinning of cusps with loss of collagen at tear sites and at the base of cusp 1. Due to the clinical history of endocarditis, this was probable etiology for the changes in the valve tissue. Special stains were negative for organisms, and no inflammation, vegetations, or significant calcifications were present. There was no evidence found to suggest the cause of the fibrin, calcification, pannus, and tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.

Event description:
A (B)(6) year-old male was implanted with a 27mm sjm epic valve on (B)(6) 2013. This valve was explanted on (B)(6) 2015 due to infective endocarditis with severe valvular mitral regurgitation and replaced with a 27mm sjm epic valve. The patient is reported to be stable.

Manufacturer narrative:
Gtin number: unknown.